Manufacturer narrative:
(B)(4). Lot #: m4hk40; batch #: m5370e; manufactured date: 04/01/2015; product exp. Date: 03/01/2020. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Batch #: m53667; manufactured date: 03/31/2015; product exp. Date: 02/13/2020. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Batch #: m5351r; manufactured date: 03/31/2015; product exp. Date: 02/28/20. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Batch #: m5346t; manufactured date: 03/30/2015; product exp. Date: 02/30/2020. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Three photos were provided: pictures one and two show tissue with a staple line on it, in addition unformed staples can be appreciated. In addition picture two shows a staple line with an opening on the tissue. Picture three shows tissue and a staple line closed: however staples improperly fired can be seen over the tissue. Based on the photos alone the event describe is confirmed, unfortunately there is not enough evidence in the photos to determine root cause. Hands on device and cartridge analysis may provide the evidence necessary to determine the cause of the reported complaint.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What device was being used with the cartridge reload? At what firing did the issue occur? Was buttressing material used? How was the procedure completed?

Event description:
It was reported that during a gastric septation (sleeve) procedure, the staple line did not form properly. The excluded part of the stomach stayed open. Unknown how case was completed. There were no adverse consequences for the patient.